Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No additional information has been reported to allergan regarding the serial number.

Event description:
Healthcare professional reported a lap-band with a leak or leaks in an unspecified portion of the band, first noticed when the patient experienced "a seeming loss of restriction." The "patient had several small fills after that, but continued to complain of loss of restriction." The lap-band port was removed and replaced.